Event description:
The customer reported high blood glucose. The blood glucose level was 416 mg/dl. The patient treated with insulin pump therapy. Prior to the event, the patient felt thirsty. In troubleshooting, the drive support cap was normal and the unit passed a manual prime test. A failed battery test alert was also reported. The proper installation procedure for batteries was explained to the customer. The patient was advised to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.